Event description:
Customer reported the insulin pump was submerged in water. The insulin pump alarmed button error and the keys are unresponsive or it takes a lot of effort for them to work. Customer's blood glucose was 438 mg/dl treated with manual injections. Customer reported the device was submerged in water, when asked she recalled any significant events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to a back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.